Event description:
It was reported the doctor felt resistance when pulling the guidewire back, pulled everything out and the guidewire unraveled. Nothing was left in the patient. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the proximal weld and has multiple kinks in the guide wire body. The proximal end of the core wire is broken and protruding out of the coil wire. The distal j bend is misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. It was also noted that the returned guide wire does not contain the markings shown in the guide wire product drawing. This indicates that the returned guide wire is not the same guide wire normally packaged within the finished kit. Visual inspection of the catheter could not be performed as the catheter was not returned. The guide wire length from the distal weld to the point of separation on the core wire measured 623mm which is not within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .940mm, which is also not within the specification limits of .788mm-.826mm per the guide wire product drawing. This discrepancy with the guide wire length and outer diameter further confirms that the returned guide wire is not the same guide wire normally packaged within the reported finished good. Dimensional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed that the distal weld was secure and intact. Additional testing of the catheter could not be performed as the catheter was not returned. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the proximal end. It was noted that the core wire was separated directly adjacent to the proximal weld. Further analysis revealed that the returned guide wire is not the same guide wire normally packaged within the reported finished good. This is evident as the guide wire does not contain the markings shown in the product drawing and the guide wire length/od do not match the specification dimensions. Based on the customer report and the sample received, the root cause cannot be determined without the correct guide wire returned for analysis and without the catheter also returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the doctor felt resistance when pulling the guidewire back, pulled everything out and the guidewire unraveled. Nothing was left in the patient. No patient harm. The patient's condition is reported as fine.